Manufacturer narrative:
Date of event is estimated. The UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient stopped charging the ipg as recommended which cause the ipg to be unable to communicate with external devices. As a result, surgical intervention occurred, wherein the ipg was explanted and replaced to address the issue.